Event description:
The patient reported feeling a vibration. The device was interrogated and revealed the patient experienced inappropriate therapy due to the device entering backup mode. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.